Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a year and 6 months after the dental implants was installed in intraoral region #20, it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii) and bone graft was executed. The implant was carried out immediately.